Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a valve implantation procedure, a mechanical heart valve was implanted, and a postoperative ultrasound revealed that one leaflet of the valve could not open. The valve was directly replaced with another device during the same procedure.

Manufacturer narrative:
Updated data: b.5: event description medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that reported during the implant procedure, the leaflet motion was tested with the blue actuator and the valve was rotated within the annulus to attempt to obtain appropriate leaflet motion. It was also reported that the physician felt this was a case of patient prothesis mismatch. The device was replaced with a mechanical valve of the same size and model. No impingement was reported. No adverse patient effects were reported.